Event description:
Patient presented to the physician with signs of infection. Physician examined the area and observed puss and blood oozing from the chest incision site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection at the chest incision site. Physician brought the patient into the or, removed the entire inspire system, flushed the ipg pocket with antibiotic solutions, and closed.